Manufacturer narrative:
Investigation findings: to date, the device has not been received for evaluation and conmed linvatec was unable to obtain the details of this event. If the device becomes available, a follow-up report will be sent following evaluation. The information for use informs the user of the following: electrical shock hazards and safety considerations: this equipment is capable of producing a physiological effect and is for use only by licensed physicians trained in the use of this device. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not wrap ablator, footswitch, or generator power cord around metal objects. Wrapping cables around metal objects may induce currents that could lead to shock, fire or injury to pt or surgical personnel.

Event description:
It was reported that while using this ablator in a shoulder arthroscopy, the doctor received a shock. There was no report of injury to the doctor nor was treatment required for this event.